Manufacturer narrative:
A titan otr pump, two cylinders and lockout reservoir were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities. Qa cannot determine the root cause of this reported event. Additionally, a review of the DHR for this lot was performed to verify that this lot completed sterilization prior to being released. Because this lot went through the validated sterilization cycle, quality concluded that the device was sterile prior to the device packaging being opened and that the infection originated from sources other than the device.management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to leakage and infection are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, and because no functional abnormalities were observed with the returned components, no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to available information, leak unknown / severe infection.